Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation manufacturer observed that pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, on top of the pca (printed circuit assembly).dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Tan dust-like contamination at the air inlet and the inside bottom of the blower box and throughout humidifier enclosure. Ui (users interface) knob broken. Missing sd card cover. Significant black pieces of sound abatement foam, consistent with sound abatement foam degradation, were found in the blower box, on the blower motor and the air output port. Blower motor had black pieces of sound abatement foam, consistent with sound abatement foam degradation, inside of it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The air outlet port had dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box, on the dry box seals. Air inlet seal had browned and had dust-like contamination on it. Unknown light dust-like contamination inside water tank. Unknown dust like contamination on flip lid seal and has browned. Unknown tan dust-like contamination on and under the heater plate. The sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had a large piece of sound abatement foam missing from the formation. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg has been updated. In box h: manufacture date (rfb), device eval. By mfg?, h6 (device)problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.